Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na

Manufacturer narrative:
Date of event: estimated date. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received that states: "surgeon stated he did not believe the device was performing correctly, indicating that the flip flat would not fall back into the flat position. A new device obtained per surgeon's request, the case proceeded without incident, no harm to patient."